Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was sent to the emergency room due to his high blood glucose, hyperglycemia. Customer's blood glucose was over 600 mg/dl. Customer experienced exhaustion and fatigue. Customer treated his high blood glucose with manual insulin injection. Customer declined to be hospitalized. Customer was wearing the device at time of emergency room visit. After troubleshooting, customer was advised the insulin pump was functioning as designed. Customer was advised to consult with doctor regarding unexplained high blood glucose. Customer will not be returning the device for analysis.